Event description:
Patient's parent reported reading out the infusion device and meter with the 360 degree software (v. 2.0) every sunday. Parent stated the last entry on (B)(6) 2013 at 6 pm the patient measured a blood glucose value of 136 mg/dl and at 9 pm he delivered a ½ unit of insulin. Patient reported the patient ate between 6pm and 9 pm; cannot recall the exact time, and administered insulin via the infusion device. Parent stated the lunch bolus and the blood glucose values are not visible in the report of the devices; blood glucose monitoring device and infusion device. Parent reported that on (B)(6) 2013 only bolus entries are recorded in the report that was delivered manually via the infusion device; no other entries are recorded. Patient stated on (B)(6) 2013 patient experienced elevated blood glucose levels; exact reading was not provided and patient vomited and felt sick. Parent reported patient thought he had a gastric flu. Parent stated on (B)(6) 2013 at 3 am the patient's blood glucose level was 522 mg/dl and at 5 am his blood glucose level was "hi." Parent reported the patient administered around 3-5 units of insulin via the infusion device. Parent stated patient was feeling very sick and was a little dizzy. Parent reported the mother went to measure the patient's blood glucose level and the blood glucose monitor displayed "battery empty." Parent stated they took the patient to the hospital where the doctor measured a ph value of 7.09 and a blood glucose level of 621 mg/dl; patient was treated with an infusion with insulin. Parent reported on (B)(6) 2013 patient was operated on because of an abscess at his abdomen insertion site; patient changed the infusion set needle after 4 days. Infusion set has been discarded; lot number is unknown. Parent stated patient was released on (B)(6) 2013. Parent reported the diabetes counselor read out the blood glucose monitoring device and the infusion set with software 360 degrees, and she also noticed there were no entries. Patient stated a few days later the patient began pump therapy again and have experienced no issues with the infusion device or the blood glucose monitoring device. Parent reported the diabetes counselor and mother think the patient made several handling errors. Requested return of the alleged infusion device and the blood glucose monitoring device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the latest entry is on (B)(6) 2013 16:00 the mentioned bolus of 0,5 iu was delivered at 21:08 ((B)(6) 2013. On (B)(6) 2013 several boluses were programmed and delivered. Consumables: cartridge: cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Tubeset: the one used tubeset was visually inspected and tested for flow and tightness. The test results were within specifications. Meter and software: iu observed that the meter powered on with the returned batteries. The batteries were tested on the multi-battery tester and noted to be: #1 - 80 % capacity, #2 - 80 % capacity, #3 - 80 % capacity. Iu re-inserted the returned batteries and observed that the meter powered, iu set the time and date on the returned meter before testing. Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu manually reviewed the meters memory and observed that the meters displayed bolus data was out of sequence with reference to bg data. Within the information provided by product support, they indicated that the meter was not designed to change the order of records in the diary and they will be represented in the diary in the order that they were loaded into the meter. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. Iu manually reviewed the meters memory for the values alleged in the case by the customer. Iu was unable to view the customer alleged values as the last viewable bg/bolus result are on (B)(6), customer alleged values were obtained in september. Iu downloaded the meter using retention software accu-chek 360° version: 2.0 to view the customer alleged values. Iu observed that the values alleged by the customer were observed in the meters memory download. Iu visually inspected the battery compartment and observed that the batteries fit securely in the compartment. Iu observed that the meter's surface material on the battery contacts were worn due to a design weakness with the battery contacts. This design weakness allowed oxidation to build up, which can contribute to power problems, as alleged by the customer. Product improvements were made to increase the robustness of the battery contacts (i.e. Nickel plating the contacts) to reduce the occurrence of this defect. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes. Additional finding: iu observed that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. The protective coating peeling off of the housing does not affect the functionality or performance of the meter. Product improvements were put into place to reduce the occurrence of this defect. The organization decided to examine improvement opportunities to reduce the remaining residual inconvenience from this malfunction in future versions of the meter. As a result, product improvements were made to make the meter's housing to reduce the occurrence of this defect. The customer's allegation of bg values are not appearing in the download are not verified as the iu was able to successfully download the user's data with accu-chek 360° version: 2.0. The customer's allegations of power problems were also not observed during the investigation of the returned product; however, the iu observed oxidation on the battery contacts, which has been known to cause or contribute to power allegations. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.